Event description:
A heli-fx endoanchoring system was used in a evar to aid the fixation of a stent graft. It was reported during the procedure, everything was going as intended until the implant of the 7th endoanchor. This endoanchor unwinded in the second stage of deploying the endoanchor. The endoanchor was  halfway in place and the rest was unwinded.  Afterwards the applier  was not working anymore, so it could not be reloaded. It was decided to stop the procedure at this stage. It was said the completion angiogram showed a fantastic result. The physician decided not to try and get the endoanchor out and leave as it is. No further action is planned. It was confirmed the 7th endoanchor is still in the patient. The endoanchor did not remain in the applier. It went partially in the prostheses and aortic wall during the 1st stage. During the second stage, the endoanchor would not go further in, like it was stuck against something, and the applier kept on going and deformed/unwinded the endoanchor. Normally the endoanchor should stay, as the hei-fx applier should automatically reverse when the torque is to high, but it did not in this case. The surgeon decided to leave the deformed/unwinded anchor in the patient, because there is no way to unscrew or retrieve the anchor. After the incident the applier was broken. When asked if the endoanchor is secure, it was confirmed the endoanchor remained in place at the end of the procedure and is partially in the vessel wall. The patient will be followed up. At the moment there is no sequelae for the patient. Per the physician the cause of the event could not be determined.  No additional clinical sequelae were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.